Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported patient feels swelling around ins pocket site, more when stimulation is on. Reports when stimulation is off swelling is there but less. Caller reports physician aspirated the ins pocket site and there was nothing from the aspiration. Caller does not know if the stimulation was on during the aspiration. Caller reports physician palpated the ins and felt the ins was implanted in good location, flat. Caller reports patient indicated bruising at ins tissue site. Reports physician does not think ins is infected, no redness, no shocking. Caller reports patient indicated pain around the ins site. Caller reports no fall or trauma. Caller reports interrogation of the device all within normal limits, impedance, connection good. Reviewed no allergy test kit available. Lead and implant manuals were email to manufacturer representative (rep). No further complications were reported/anticipated. On (B)(6) 2020, additional information was received from the manufacturer representative (rep) reporting the cause of the pain and swelling at the ins site was unknown. It was reported that actions taken to address the pain and swelling at the ins site was the patient¿s doctor previously did a needle aspiration, but nothing was abnormal. It was reported that the symptoms have not resolved, the patient still complains of burning/swelling in the pocket with the stimulator on. It was reported that all impedances were in range and the header connection was all green. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.